Manufacturer narrative:
Approximate age of device ¿ 3 years. Device evaluation: the pump was returned without the sealed inflow conduit, sealed outflow graft and outflow graft bend relief. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated around the bore of the outlet stator and in between the stator blades. The lack of laminated layering indicates that the deposition did not develop in these areas. Although its origin and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition had areas that appeared denatured and the contact marks on the outlet bearing cup and outlet cone section of the rotor, suggest that the deposition was present while the pump was operating. Examination of the remaining blood-contacting surfaces revealed no depositions. The deposition found in the pump would have contributed to the reported elevation in lactate dehydrogenase levels. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with dark, coke-colored urine. The patient had a lactate dehydrogenase (ldh) level of 1390 u/l. The customer stated that they did not see any significant pump power surges upon device interrogation. The patient received a pump exchange on (B)(6) 2015.